Event description:
The facility rep reported a fail code 810:11. Info was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep did not have info regarding whether there have been any reports of any pt injury or medical intervention. No additional info is available.